Manufacturer narrative:
The removed blower motor assembly was returned to the failure investigation lab (fi). A visual inspection revealed no obvious dust or debris on unit, no signs of mechanical damage of physical mishandling, no obvious indications of electrical overstress or overheating and no signs of wear on connector or cabling. The fi technician installed the blower motor assembly into a fi ventilator to duplicate the reported issue. The blower motor assembly was tested, and the customer complaint was verified. Returned blower passes bench testing but fails temperature voltage test when using 1133764 mc board. Root cause is failure of lm20 temperature sensor in blower.

Manufacturer narrative:
G4:24mar2021. B4:06apr2021. A good faith effort was made to the customer who stated that the blower assembly was replaced and the device was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 26feb2021.

Event description:
It was reported to philips that the device gave a check vent alarm for blower temp high, then went vent inoperative for blower temp too high. The device was in use at the time of the event. The ventilator was swapped at the time of the alarm to continue treatment with no report of patient or user harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer confirmed that the cooling fan was operational. The rse reviewed the suggested repair for the error codes and suggested to replace the blower assembly. Replacement part information was provided to the customer to order a new blower.